Event description:
Information received by medtronic indicated that the battery does not last 7 days. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged battery does not last 7 days on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss alarm noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged battery does not last 7 days not confirmed. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.